Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to continue the surgery, there is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint#: (B)(4). Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/3/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty foil packet and one winding former with seven detached needles and one needle suture combination were received for analysis. The product code vcp1771d is multi-strand and contains eight strands per packet. During the visual inspection of the returned sample, it was observed that the needle suture was severed in two sections, likely as a result of contact with a surgical instrument. Additionally, the ends of the suture were interlaced, forming a knot. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.